Event description:
The customer reported being hospitalized for low blood glucose of 38 mg/dl. The customer stated that she went out to dine and while waiting in the car for her husband she started to shake. The customer stated that her husband tried to check her blood glucose. The paramedics were called and the customer was taken to the hospital. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.